Event description:
Female patient had a c-section three years ago. A month prior to the surgery, the patient had an xr hysterosalpingography done "history: postop essure: fluoroscopic xray: right fallopian tube is occluded, left tube is not occluded". Earlier this month, the patient had a laparoscopic assisted vag/hyst with bilateral salpingoophorectomy due to menorrhagia, adenomyosis, pelvic pain. Device was removed intact with the fallopian tube. Procedure was done without difficulty and patient taken to recovery in good condition. This hospital received a letter of representation of the patient in a products liability case against the manufacturer of the implanted device; requesting preservation of explanted tissue and device intact and eventual transfer preserved materials to their expert pathologies.